Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there were issues experienced with loading and firing the device. No clips loaded properly into jaws. They used another device to correct the case. The patient was alive with no injury.